Manufacturer narrative:
A medtronic representative, following up with the site, reviewed the system logs and found the logs didn¿t match the complaint. After following up with the site the medtronic representative reported the radiation technician wasn¿t experienced with the system operation. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation and a medtronic representative has not traveled to the site, thus no further analysis possible at this time.

Event description:
A site representative reported that the imaging system was powering off when it was unplugged from outlet power. It was also reported that a critical battery message is displayed on the pendant when this occurs. There was no patient present when this issue was identified.